Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. There was no patient involvement at the time of the reported incident. Medtronic was not authorized to repair the ventilator, as the customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). A medtronic service engineer upgraded the software. It was reported that the customer will perform testing and calibrations of the device.